Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of a remote monitoring transmission noted undersensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.